Event description:
A malfunction alarm, specifically "malf 9," was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, provided pump reset information, and confirmed that the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue reappeared, and the customer acknowledged and understood these instructions.